Event description:
A customer reported a malfunction with their pump, which displayed a malfunction code. There was no adverse impact to the customer's blood glucose level. Initially, technical support (cts) assisted the customer with resetting the pump and planned to replace it as the malfunction code reappeared. On follow-up, the malfunction did not recur after another reset, and cts advised the customer to continue using the pump and to report if the issue reappears. The customer understood and acknowledged these instructions, and no replacement was needed.